Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) could not be reviewed since the serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a clinical trial patient with a bioprosthetic valve, implanted in the pulmonic position for approximately 15 years, underwent a valve-in-valve procedure due to pulmonary stenosis and insufficiency. The patient presented with rvot mean gradient of 30mmhg. Transcatheter pulmonary valve replacement was performed with an edwards transcatheter valve.

Event description:
It was reported that a clinical trial patient with a 27mm pericardial aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to moderate pulmonary stenosis and severe pulmonary insufficiency. The patient presented with rvot mean gradient of 30mmhg. The tpvr procedure was performed with a 26mm edwards transcatheter heart valve successfully. The patient tolerated the procedure well. The patient was discharged home on pod #1 in good condition.